Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2004 (B)(6); 4058m implantable pacing lead (B)(6) 2006; (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds after the device reached elective replacement indicator (eri). After the device replacement, strips showed non-capture. The outputs were increased and the lead remains in use. No patient complications have been reported as a result of this event.